Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between mar. 14, 1996 and nov. 22, 2021. UDI number: this device was manufactured on nov 30, 1995, prior to implementation of the UDI requirement. Establishment name: unknown/not provided. Other: the device is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted a while back. However, recently the patient referred in from out of state about 8 months ago who stated that back in 2015 his retina doctor noticed that the iol was moving around but vision was fine. Now, he notices a change in vision and also has a fog or milky film in his vision. The doctor indicated that there was dislocated iol. Therefore, explant of the suspect iol was done. There was a vitrectomy/ pars plana vitrectomy and iris repair on the right eye performed but no incision enlarged. And it was noted that the iol has been discarded. There was no patient injury. The replacement iol was a non- johnson and johnson iol. No other information was provided.

Event description:
It was reported that an intraocular lens (iol) was implanted a while back. However, recently the patient referred in from out of state about 8 months ago who stated that back in 2015 his retina doctor noticed that the iol was moving around but vision was fine. Now, he notices a change in vision and also has a fog or milky film in his vision. The doctor indicated that there was dislocated iol. Therefore, explant of the suspect iol was done. There was a vitrectomy/ pars plana vitrectomy and iris repair on the right eye performed but no incision enlarged. And it was noted that the iol has been discarded. There was no patient injury. The replacement iol was a non- johnson and johnson iol. No other information was provided.

Manufacturer narrative:
Weight: unknown/ not provided. Date of event: unknown, not provided. Best estimate of date of event is between mar. 14, 1996 and nov. 22, 2021. UDI number: this device was manufactured on nov 30, 1995, prior to implementation of the UDI requirement. Establishment name: unknown/not provided. Other: the device is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.